Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2017; 4592-45 lead, implanted: (B)(6) 2002 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of shortness of breath, and the right ventricular (rv) lead exhibited a loss of capture at maximum outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.